Manufacturer narrative:
The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The swartz transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. (Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator).¿ the cause of the perforation is consistent with not following the instructions for use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein isolation procedure, the brk was inserted into the dilator and then inserted through the sheath but resistance was noted. Fluoroscopy confirmed the brk needle had perforated the side of the sheath. No stylet was used and the needle was not preshaped. The brk and dilator were removed, a guidewire was placed, and a new introducer and brk were used to complete the procedure with no adverse consequences to the patient.